Manufacturer narrative:
Initial reporter complete facility name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to initiate therapy, but arctic sun device has continuously alerted patient line open and low flow. Already tried disconnecting and reconnecting with no resolution. Hypothermia. Patient temperature (pt) was 36c, targeted temperature (tt) was 33c, water temperature (wt) was 8.9c, water flow rate (wfr) was 0 l/m. 3 pads connected. Patient had surgery on leg so they could not apply 4th pad. Walked through placing device in manual control at 4c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 7.2c, outlet control temperature (t2) was 7.1c, inlet temperature (t3) was 7.6c chiller temperature (t4) was 3.6c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -6.3 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 3, system hours were 4953.2 and pump hours were 4301.2. Walked through disabling manual control. Advised sending to biomed labeled low flow and patient line open. Nurse was going to swap out to alternate device. Per follow up information received via task on 20mar2026, spoke with biomed who stated they wanted to order pumps to replace onsite and noted probably all the pumps would be replaced but did not have specific repair information to provide at this time.